Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen went blank and unable to use. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen went blank. A technical support specialist dialed into the station without selecting screen sharing and confirmed there was no downtime, applied knowledge article (ka) usb devices and network adapters unresponsive, after the customer reported that the pyxis screen had suddenly gone blank, then deployed the remote support service (rss) package disable power management knowledge article (ka) usb devices and network adapters unresponsive followed by the package get power management status both of which showed a successfully applied status. The tss reviewed the files tab in remote support service (rss) for the device, downloaded the result file, and attached it to the case for reference. Subsequently, received an email from the customer confirming that the device was no longer experiencing blank screen issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen went blank and unable to use. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.